Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found this reportable malfunction: identified a foreign material (brush). Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the cystonephrofiberscope exhibited an insertion part¿distal end¿biopsy channel had for materials (brush). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, h2, h11 this report is being submitted to provide corrections to a previous report to update the assessment and h11 from reportable to not reportable. Previous MDR was erroneously created in error.